Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation beyond vena cava, abutting the aorta and ureter. The patient is deceased, but there was no indication if this was related to the device. According to the medical records, the patient was reported to have a history of hypercoagulable state, history of stroke, left hemiparesis and left-sided neglect and decreased hearing secondary to stroke, hypertension, hypercholesterolemia, and depression. Per the implant records, the filter was indicated for pulmonary embolism (pe) and deep vein thrombosis (dvt) prophylaxis prior to planned elective anterior cervical discectomy and fusion for severe cervical spinal stenosis at the level of c5-c6. The right common femoral vein was accessed using micro puncture technique. A venacavagram performed demonstrated no evidence of caval thrombus, and the optease filter was advanced and deployed in the infrarenal inferior vena cava (ivc). The patient tolerated the procedure without adverse reaction or complication. Approximately a year after the filter was implanted, the patient underwent spinal infusion pump implant with placement of an intrathecal catheter for lumbar post-laminectomy syndrome, cervical post-laminectomy syndrome and multiple sclerosis. The patient is reported to have tolerated the procedure well and without complications. Five months after this procedure, the patient underwent revision of the spinal infusion pump with implantation of an intrathecal catheter. Approximately twelve years and six months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for right leg swelling and right sided pain. The scan reported a "trapease/birdcage" type ivc filter in place, with the central cage component extending beyond the ivc and abutting the abdominal aorta and right ureter. The next of kin reported becoming aware of inferior vena cava perforation approximately twelve years and six months post implant.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. Per the medical records, history includes hypercoagulable state, stroke with left hemiparesis, left-sided neglect and decreased hearing secondary, hypertension, hypercholesterolemia, and depression. The filter was indicated for prophylaxis prior to elective anterior cervical discectomy and fusion for severe cervical spinal stenosis at the level of c5-c6. A venacavagram demonstrated no evidence of caval thrombus, and the optease filter was deployed in the infrarenal ivc. There were no reported complications. The report states that the filter subsequently malfunctioned including, but not limited to perforation beyond vena cava, abutting the aorta and ureter. Approximately one year post implant, the patient had spinal infusion pump implant for lumbar post-laminectomy syndrome, cervical post-laminectomy syndrome and multiple sclerosis. There were no reported complications. Five months later, the patient underwent revision of the spinal infusion pump. Approximately twelve years and six months post implant, the patient had an abdominal CT scan revealed a "trapease/birdcage" type ivc filter in place, with the central cage component extending beyond the ivc and abutting the abdominal aorta and right ureter. The patient is deceased; however, the cause of death and/or relationship to the filter has not been reported. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation beyond vena cava, abutting the aorta and ureter. It is further reported that the patient is deceased; however, no cause of death has been reported. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation beyond vena cava, abutting the aorta and ureter. The patient is deceased, but there was no indication if this was related to the device.